Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an alert was delivered for out of range impedance. It was suspected that the high impedances could be an improper connection of the svc lead or lead damage. The competitor lead was used for defib and sjm lead was being used for sense/pace. The competitor lead was explanted. The sjm lead and ICD measured normal impedance values.